Event description:
It was reported that a user experienced elevated blood glucose after announcing meals on the ilet system, with a concern for a maladapted dinner announcement and a request to evaluate the need for a food reminder adjustment. Symptoms included hyperglycemia. Outcomes included troubleshooting and education provided. Investigation included a review of device alarms and alerts with reference to alert 401 and an assessment for potential use pattern issues. Investigation of this case revealed no confirmed device malfunction and suggested a possible user-related issue involving meal announcement timing or content. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.